Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem and charger faults) was confirmed. The charger was not able to pass essential performance testing due to the output plug connector on the power cable was damaged. The root cause could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing charger faults and battery charger power connector problems